Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a return of pain. The patient was seeing the hcp regarding her neck and mentioned not getting the relief that she used to. She doesn¿t recall at what point it changed but she couldn¿t run intensity high because she would get a ¿shocking¿ feeling but the stimulator helped her pain some, it was better than nothing she said. With that report and imaging hcp decided to place a paddle lead and replace the battery since it was 6 years old. Rep saw the patient in recovery and activated her stimulator. The coverage is great and she is so pleased. She is not getting a shocking feeling either. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that the rep clarified no device issues were discovered during imaging.